Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the tubing on the manifold appeared to be kinked. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems did receive the actual device and the investigation confirmed the complaint. The most likely cause of the event is damage post manufacturing. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.